Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that an atrial lead revision was scheduled due to high pacing thresholds and a possible microdislodgement. During the lead revision procedure, several attempts were made to reposition the lead, however, no p-waves could be seen. The patient then experienced a drop in blood pressure and became unresponsive which required cardiopulmonary resuscitation and defibrillation for ventricular fibrillation (vf). It was further reported that a pericardial tamponade had occurred, requiring a pericardiocentesis to remove fluid. The patient was transported to another facility for continued critical care. The atrial lead is inactive, and remains in the patient. No further patient complications have been reported as a result of this event.